Event description:
It was reported via repair work order that the patient left side lifting bar was broken which affected loading of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the patient left side lifting bar was broken which affected loading of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the foot end upper lift bar broke near the bend on the patient left side exposing sharp edges.